Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon came apart in vagina while being removed [foreign body in reproductive tract]. Tampon came apart [device breakage]. Tampon came apart (in vagina) while being removed [complication of device removal]. Painful- vagina [vulvovaginal pain]. Second two (tampons) were painful [medical device site pain]. Consumer reported via e-mail that tampon came apart during removal, no serious injury reported.